Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the endo of the implant procedure of the leadless implantable pulse generator (ipg), the physician cut the two ends tether and then pulled back the delivery system causing the tether to go up. It was noted that the physician had to dismantle the delivery system handle to get access to the tether and be able to release the ipg. Leadless ipg was successfully implanted. No patient complications have been reported as a result of this event.